Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of error code and device comes on but won't start therapy. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed electrical damaged, blower outlet seal/isolator kit contaminated, blower box kit contaminated, inlet/outlet seal contaminated, iso port kit contaminated. The customer complaint was not reproduced. There was one error has been identified. The device was scrapped.